Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The manufacturer¿s international service technician reported that the led (light emitting diode) lamp flickered. No patient or user harm was reported. The event date was not specified; estimate used.